Event description:
It was reported that the patient during christmas the implantable neurostimulator (ins) ¿somehow was turned off¿ and the patient was ¿paralyzed.¿ it was noted that ¿they switched something¿ and the patient was better. It was noted that it was turned back on ¿a few hours later.¿ the caller stated that the patient was in the office at the time of the call. It was noted that the patient was walking without a cane and was back to normal but ¿felt a little slow.¿ it was noted that the patient had the ins for parkinson¿s. The caller inquired about how to check the device and who to call, a surgeon ¿in case it needs to be placed.¿ it was further reported that the caller wanted to know how long the batteries last on average on how often they should be checked. The caller did not have the settings, did not have a clinician programmer and the patient did not have their patient programmer with them. The caller also noted that the patient had programmer that had ¿yellow blinking light.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3389s-40, lot # v080811, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).